Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg and midline incision sites. The patient was given lidoderm patches to manage the pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 19674896 / 20127705, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing pain at the ipg and midline incision sites. The patient was given lidoderm patches to manage the pain. The patient will undergo a revision procedure.